Event description:
It was reported that ongoing intermittent occlusions occurred. The customer reported that their blood glucose elevated to ¿high¿ on one occasion during the time period which they addressed via correction boluses from the pump. The customer ultimately continued to use the pump for insulin therapy and a replacement pump was sent to the customer due to the issue.